Event description:
It was reported on FDA report (B)(4) that post a stenting procedure, a vessel occlusion and patient death occurred. The patient presented to an outlying ER with chest pain that had started one week prior. The patient was transferred to the reporting facility for further treatment. The lesions being treated were located in the 99% stenosed proximal left anterior descending (lad) artery, 100% occluded mid lad, and 100% occluded proximal right coronary artery (rca). A 3.0x20mm taxus liberte stent was deployed in the lad followed by a 2.75x8mm taxus liberte stent deployed just distal to the 3.0x20mm taxus liberte stent in an overlapping fashion. The overlapped segment was dilated with a 3.0x15mm quantum maverick balloon. Then the rca was predilated with a 3.0x15mm quantum maverick balloon and a 2.75x32mm taxus liberte stent was deployed. The proximal portion of the stent was dilated with a 3.25x15mm quantum maverick balloon. Final films revealed 0% residual stenosis and timi iii flow in both vessels. The patient was treated with asa, plavix, heparin, and angiomax. The case concluded and the patient was transported to the ccu. Approximately 3 ½ hours post the initial procedure, the patient complained of chest discomfort and sinus tachycardia was noted on the monitor. Approximately 1 hour later, there were no improvements in chest pain or rhythm despite medical treatment. The patient was taken emergently back to cardiac cath lab, approximately 6 hours post the initial procedure, where films revealed the proximal lad and proximal rca were totally occluded at the site of previously placed stents. Arrangements were made for an emergent cab. Profound cardiogenic shock was identified. The patient was intubated and ventilated. The patient became asystole. CPR was initiated and a temporary pacer inserted. Approximately 1 hour and 40 minutes later, the patient was taken to the operating room for a "salvage cabx3". Evidence of massive left ventricular infarction with inability to wean from cardiopulmonary bypass occurred. The patient was pronounced dead.

Manufacturer narrative:
(B)(4). Device is combination product. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).